Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an integrity bare metal stent. No damage was noted to packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. The lesion was situated in the ostium/ distal lm-cx. The circumflex artery was deeply angulated arising from the left main and has a focal 99% ulcerated plaque involving the proximal segment. The lesion was pre-dilated with non-medtronic balloons with mild residual stenosis remaining. The physician attempted to deliver a non-medtronic stent but was unable to advance across circumflex artery ostium and the stent became frayed on retrieval and embolized from the stent delivery system all the way to the right deep femoral artery. There was no evidence of obstructive disease below. Physician continued to try to stent the circumflex artery. The left main was re engaged with a 6 french medtronic ebu guide and the circumflex was rewired. The lad was also wired for buddy technique and additional support. On passing the integrity stent again over the non-mdt guidewire, resistance was encountered, and it became lodged in the left main artery and would not advance or withdraw. Excessive force was not used during advancement. The integrity stent did not pass through a previously deployed stent. On attempting to remove the integrity stent, it became stripped from the stent delivery system and lodged in the left main artery. Therefore, over the lad guide wire, the integrity stent was crushed spanning the left main. The left main stem was stented with a 3.0x18mm non-medtronic bare metal stent. The circumflex was then rewired and treated thru the left main stent cell with a 2.5mm balloon. The patient initially became hypotensive, but his condition improved remarkably following the left main stenting. An intra aortic balloon pump was placed via the right femoral access site for further hemodynamic support. The patient was transferred to the ICU with iabp in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.